Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to boot up properly. Analysis of the log file showed a malfunction of the sib. Upon troubleshooting, the fse found that the system was hanging while reviewing patient's studies and was not restarting properly. To resolve the issue, the fse removed and reseated all the cables in the mpdu and isolated the hospital network from the system. After reseating all the cables in the mpdu, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up properly. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.